Event description:
Complainant called and stated that since surgical procedure dated in 2006, she has had many complications and pains. The surgical procedure was to lift her bladder with " gynecare prolift mesh anterior & posterior repair" medical device. She stated her pains began while she was in the recovery room following the surgical procedure. The pain is continuous and she takes pain medication. The complainant explained she has severe pains in her left buttocks, left leg and back and painful intercourse. She reported that she takes steroids for her back pain, pudendal blocks and has had multiple mris and cat scans.